Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported to a company sales representative that they had experienced two patients with infections following vitrectomy procedures. A fluid/air exchange procedure was performed in both procedures, so the surgeon is questioning the purity/cleanliness of the air instilled in the eye. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The company representative addressed questions posed by the customer regarding the purity of the air in the fluid air exchange (fax) circuit, informing them of the advantages of the closed loop system in maintaining a sterile field. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).